Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of broken conductor wire to be related to the customer reported complaint. The instrument was found to have a broken conductor wire at the proximal end and the instrument failed the electrical continuity test. The root cause this failure is attributed to manufacturing. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. A review of the device logs for the monopolar curved scissors part# 470179-19 / lot/serial# (B)(4) associated with this event has been performed. Per this review of the logs, the monopolar curved scissors was last used on (B)(4) 2020 via system serial# (B)(4). There were 3 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. The endowrist monopolar curved scissors is intended to be used with the da vinci system for endoscopic manipulation of tissue, including: cutting, blunt and sharp dissection, electrocautery. The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Based on the information provided at this time, this complaint is being reported because the mcs instrument was found to have a broken conductor wire which could result in energy being delivered to a location other than where intended. While there was no harm or injury to the patient, the reported failure mode could potentially cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the monopolar curved scissors (mcs) stopped working. Reportedly, the customer was able to use the instrument prior. A backup mcs was used to continue. There was no issue with the cautery cable because another mcs instrument worked well using the same one. The procedure was completed with no reported injury.